Event description:
The user received a questionable result for phenytoin (phny) on the integra 800 analyzer for one patient sample. The initial result was 35.75 ug/ml. This result was reported outside the laboratory. The doctor questioned the result and had the patient come back to the facility to be redrawn. This redraw sample was sent out to another laboratory for testing. The user said the phny result from this other laboratory was < linearity, essentially 0.0 ug/ml. The actual result and instrument used for this testing was not provided. On (B)(6) 2010, the initial sample was repeated by the original instrument this yielded a result of < 0.61 ug/ml. This result was accompanied by a data flag. The user said the patient was held in the facility due to suspicion of abuse of phenytoin. The user did not know when the patient was released from the facility or the patient's current condition. No adverse events have been reported regarding this event. The reagent lot number for phny was 62136201. Although the field service representative could not determine an exact cause, he found a small amount of white residue in the wash station tubing. Performance tests were run which were within specification.